Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that there was an exchange of acetabular liner and femoral head due to dislocation.

Manufacturer narrative:
The patient is 70 inches in height. Received the implant sheets, and updated catalog number. Device history review indicates there have been no reported discrepancies for the referenced lot. Complaint history review indicates there have been no other events for the reported lot. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining the root cause. The event was not confirmed.

Event description:
It was reported that there was an exchange of acetabular liner and femoral head due to dislocation.